Event description:
On 1/26/98 a right hip disarticulated veteran was issued crutches, by a facility. Pt rec'd a telephone message from the facility's dept of prosthetic svcs saying they issued him the wrong pair of forearm crutches. The crutches were supposed to be for another disabled veteran and facility requested for crutches to be returned. In the mean time pt had already used crutches. While pt was walking in his kitchen, the nut broke off. Broken forearm cuff and a metal screw will be retained by pt. Pt will return the crutches to the facility's prosthetic svcs dept.